Event description:
The covidien representative in (B)(4) received report from the customer that stated the pt's tracheostomy tube began to leak severely and ventilation was at risk so the tube was replaced immediately. Physician who put the tube in while pt was in the operating room states that a full leak test was performed prior to use and no leak was detected at that time. The leak occurred where pilot line enters the cuff. It was reported no pt ill-effects and the pt status reported as recovered.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.